Manufacturer narrative:
Concomitant medical products: 553453 lead; implanted (B)(6) 1997; 503458 lead; implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture was noted on the right atrial (ra) lead. The lead was explanted and replaced. The patient was intubated and received pharmacological treatment. No patient complications have been reported as a result of this event.